Event description:
It was reported to philips that the system failed to display images. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified, philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. Philips filed service engineer visited the site and observed that and confirmed the reported issue. After reviewing the log, fse found that video was lost on one of the monitors. To resolve the issue, fse reloaded the flex vision pc software via philips service mode successfully. After that, the system was restored to normal working order. The codes were updated based on the investigation outcome.